Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that a reflex hybrid plate bender broke when attempting to bend the plate. Surgery was successfully completed and no adverse consequences or medical intervention were reported.

Manufacturer narrative:
One of the prongs on the back of device is fractured. Material wear and discoloration identified on the device. The device is no longer functional. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaint were identified. This device is approximately 17 years old. The root cause of the reported event is fracture due to normal wear and tear. Factors such as consistent use, cleaning, sterilization of the instrument throughout its lifetime may have caused fatigue and contribute to the fracture.

Event description:
It was reported that a reflex hybrid plate bender broke when attempting to bend the plate. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that a reflex hybrid plate bender broke when attempting to bend the plate. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: b.5. Updated with delay time.